Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and the hygiene microbiological investigation report. The device was evaluated where no abnormalities were found though there were several technical defects such a gap in the adhesive part of the probe unit, cover lens scratched, acoustic lens damaged, rubber cementing defect, bending tube/angulation wire play. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No growth was found. Olympus tried to obtain a cleaning, disinfection, and sterilization check list from the facility, however, no response was received. Thus, we could not confirm that the facility conducts reprocessing in an appropriate way. Olympus requested the customer provide the test results however, no feedback was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, we cannot determine the correlation between the subject device and positive result for the customer culture test. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned to olympus but the evaluation has not been completed.as the investigation is ongoing, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the working channel of the evis exera ii ultrasound gastrovideoscope was ¿defective and probably contaminated.¿ the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.